Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is most likely that the probable causes of the alleged failure "flaking, 7.5 cm from the entrance" are due to probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the cysto-nephro videoscope had flaking at 7.5 cm from the entrance. There were no reports of patients¿ harm.

Manufacturer narrative:
The device was returned to olympus for inspection and confirmed the customer¿s allegation. The investigation identified deformation in the insertion tube and degraded glue. Based on the results of the investigation, it is most likely that the probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.